Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Attune fb cr knee revision due to pain. Tibial tray was easily removed with almost no cement attachment. Was converted to sigma ps femur with mbt rev tray with sleeve. (B)(4).

Manufacturer narrative:
(B)(4). Investigation summary: evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.